Event description:
It was reported that the customer was hospitalized for ketones and high blood glucose. Troubleshooting was performed and discovered that the customer did not change her infusion set because she wasn't feeling well for a few days prior to hospitalization. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.